Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that a wallflex biliary rx covered stent was to be implanted in the common bile duct to treat a benign stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. The patient's anatomy was not tortuous. During the procedure, the wallflex biliary stent was able to be deployed; however, it was noted that the silicone covering the inner wall of the wallflex biliary stent was damaged. The wallflex biliary stent was removed from the patient with rat-tooth forceps and another wallflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the wallflex biliary covered stent was to be implanted to treat a benign stricture. Per the instructions for use (IFU), "the wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant biliary obstruction prior to surgery". The stent is not indicated for the treatment of benign stricture.